Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 233mg/dl. The customer states their levels had been as high as 423mg/dl. The customer treated with bolus. The customer states the buttons were unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked connector on the lcd board. No audio or beep anomaly noted. Unable to perform any tests due to buttons unresponsive. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.